Event description:
A user facility reported a torn intraocular lens (iol) that occurred when the iol was being prepared for delivery. There was no reported patient impact or injury associated with this event.